Event description:
It was reported that the patient had inappropriate shocks due to the oversensing of non-physiologic noise. The sensing vector was programmed to the primary vector at the time of the shock. Also, the high energy shock impedance was as high as 120 ohms for one of the shocks. Technical services discussed the data with the caller and advised some programming options. There were no additional adverse patient effects. The system remains implanted.